Event description:
Pt was treated for benign prostate hyperplasia using laser ablation. Pt was concerned about erectile dysfunction as a side effect of the procedure but was assured by the surgeon that laser ablation would not damage the nerves or blood vessels that affected their erectile function. Unfortunately, pt did suffer erectile dysfunction and can now only sustain a partial erection that is insufficient for sexual intercourse. Pt was subsequently informed by dr. That this had never before happened with an of his previous pts. The other urologist who treated pt however, did inform pt that they had apparently suffered nerve damage as a result of the procedure.